Event description:
Unit's audible alarm was not sounding to specification. The unit was reportedly in patient use, however there was no harm. A repair evaluation was performed and the complaint was duplicated, however the audible alarm exhibited physical damage contributing to the failure. The alarm component was replaced to correct problem.